Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the shoulder pack was not returned for evaluation. As a result, the reported "broken carabineer" event could not be confirmed. The most likely root cause of the reported event can be attributed, but not limited, to wear and/or due to the handling of the pack. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shoulder pack had a broken carabineer which resulted in a drop of the shoulder pack. The patient experienced pain. The shoulder pack will be replaced. No further patient complications have been reported as a result of this event.